Manufacturer narrative:
The pump passed the displacement test and self test. No unexpected pump error 53 alarms noted during testing. The formatted history file confirmed pump error 53 alarm on 07/17/2023 at 11:14:34.000 (linenumber: 0, filenumber: 1). Suspected hw issue the following were noted during visual inspection: scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Detail trace file was partially downloaded. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 17-jul-2023 in the pump history file. 07/17/2023 11:14:34.000 alarmalertnotification (40) faultnumber: softwareerror (53) 07/17/2023 18:16:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) 07/17/2023 18:19:01.000 batteryremoved (55) 07/17/2023 18:19:01.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 07/17/2023 18:19:10.000 batteryinserted (44) detail trace file was partially downloaded. Unable to generate the power management graph or verify the power data for the low battery alert due to download anomaly. Pump error 53 confirmed. Low battery alert unknown. The pump passed the displacement test and self test. Pump error 53 confirmed due to moisture damage on the electronic assembly. Download anomaly confirmed due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the pump error 53 (software error detected). No harm requiring medical intervention was reported. Troubleshooting was performed. The customer was able to successfully clear the alarm. The customer will discontinue the use of the device. The product will be returned for analysis.